Event description:
It was reported that the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the isd circuit board. The system operates as intended.